Event description:
It was reported the patient was in the operating room (or) on the date of this report due to a cerebrospinal fluid (csf) leak and they were doing a purse string to attempt to fix the csf leak. It was noted the csf leak tracked down to the pump pocket, but it was unknown if the patient was having any other symptoms. The patient¿s status at the time of this report was ¿alive-no injury.¿ troubleshooting was not required and there was no alleged product issue. The pump was being used to deliver lioresal. It was further reported the surgery performed on (B)(6) 2014 repaired the csf leak. It was noted the patient was receiving good therapy with no further issues.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).